Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d107 was performed. There were no nonconformances associated with this lot. This lot met release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak? (Centrifuge chamber) and no trends were detected. However, a corrective and preventive action has already been initiated for complaint category, drive tube leak/break. This assessment is based on information available at the time of the investigation. Evaluation of the photographs is still in process. A supplemental report will be filed when this assessment is complete. (B)(4). Not returned.

Event description:
Customer reported a drive tube leak at approximately 1500ml whole blood processed. Customer had aborted the treatment and returned the volume out of the treatment and return bag to the patient by manual return. Centrifuge bowl and drive tube were in correct position, no damage in the centrifuge was reported. Customer stated that they found blood at the drive tube. Customer stated that patient is in stable condition. Photos were returned for investigation. The clinical services specialist followed up with the customer (nurse) and discussed that blood or volume loss was not a problem (patient also had stable blood pressure), but they returned the blood in the return and treatment bag manually to the patient.

Manufacturer narrative:
Photos were returned for analysis. The photos show a cut/leak in the drive tube halfway between the bearing stops, and the upper bearing stop appears to have moved axially along the drive tube, indicating that the upper bearing stop has delaminated. The root cause of the leak is the delamination of the upper bearing stop, allowing the drive tube to rub against the wall of the centrifuge chamber, damaging the drive tube and causing a leak. Therakos and the manufacturer have initiated corrective actions to address several potential root causes of drive tube and bearing stop delamination. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).